Event description:
Push button did not lock (device failure). High blood glucose levels, unconscious (loss of consciousness). High blood glucose levels (blood glucose increased). Case description: this spontaneous report, received from another country and reported by a consumer as "high blood glucose levels, unconscious, push button did not lock", concerns a female patient treated with innovo (insulin delivery device) for "device therapy". In 2007, the patient recognized that the push button did not lock, when she wanted to inject at lunchtime. She measured her blood glucose level and it was about 445. She went to the pharmacy, where she only got syringes she injected with. Later on, her husband found her unconscious at home and called an emergency doctor. The patient has now recovered and feels healthy again. Analysis result: product: innovo grun, lot no: rw40012. Device conclusion: visual and functional examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. Upon receipt, the penfill was under pressure indicating an attempt to dose without a needle mounted or with a clogged needle mounted. The push-button could not depress. However, after mounting a needle the pressure was released and the device functioned normally. During testing of the device, it has not been possible to detect any irregularities. The doser functions normally. Product actrapid penfill 100. I.e./ml lot no. Sw51633. Drug conclusion: due to insufficient complaint sample material, a reference sample check was performed. A reference sample was examined macroscopically. Furthermore, the parameters identity, assay and degradation were examined. A ph analysis was also performed. The product was found to be normal. The results were found to comply with specifications. Reporter's casuality: possible, novo nordisk causality: reportable.